Event description:
According to the available information, though not verified, the territory manager (tm) reported being informed that the patient needs his ipp removed and replaced because of suspected infection. Additional information received on 02/15/2021 per the territory manager: the scheduled surgery did not take place. Additional information will be provided when the surgery is back on the schedule. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.